Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted to be implanted in the patient for the endovascular treatment of a 68 mm abdominal aortic aneurysm. It was reported that after the package was opened, the device was prepared as per IFU. It was stated that when the hydrophilic coating was activated, it was found that the hydrophilic coating of this stent was not as smooth as the stents used in the past, but it was still delivered to the puncture site for implantation according to the product use steps. Difficulty and blunt to ascend during the delivery of the stent was reported. The device could not be delivered after repeated attempts and at this point, the patient's blood vessel intima puncture site had been damaged. The delivery system was then removed from the patient's body and the failure of the hydrophilic coating was reconfirmed. The procedure was complete with a non-medtronic device as per the physician, cause of the event was that the hydrophilic coating was not smooth and the device tracking through the patient anatomy was difficult. No additional clinical sequalae were reported and the patient in fine.

Manufacturer narrative:
Additional information received; it is unknown what treatment the patient received to repair the perforated vessel. Update to a4; patient weight update to h6; fdc code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis conclusion; :prior to decontamination coating presence was confirmed along the entire length of the device. A longitudinal scratch was observed along the taper tip. A gap of 1.0mm was observed between the taper tip and graft cover tip. The reported coating issue could not be confirmed through analysis; however, the reported positioning difficulties were confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.